Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found both sensor needles separated from sensor.

Event description:
The customer reported via phone call that the sensors were not inserting. The customer stated that the needles and one of the sensors got stuck in the serter and he had 4 sensors that broke and could not be used. Blood glucose value was below 150 mg/dl. Troubleshooting was done and the customer was unable to remove the sensor from the serter. The customer was advised to return the product. The sensors were replaced and returned for analysis.